Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure, the valve embolized ventricular. Prior to the procedure, the patient¿s native annular diameter was reported to be 24mm. The intra-procedural echo showed the annular diameter to be 25mm. A 26mm valve was deployed 60:40 ventricular, with some paravalvular leak (pvl). While the team was reviewing the placement on echo, and discussing the possibility of a second valve, the valve canted down, and then ¿slid¿ down into the ventricle. The patient was put on bypass, the sapien valve was surgically removed, and a surgical valve was placed. After the procedure the team re-reviewed the patient¿s pre procedure echo and noted a second annular measurement of 26.5mm. Per report, the cause of the ventricular embolization was the patient¿s annulus was larger than what was initially thought.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the ventricular embolization was the patient¿s annulus was larger than what was initially thought. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.